Event description:
It was reported the procedure was to treat a non-tortuous, mildly calcified lesion near the bifurcation from the left main artery to the circumflex artery. The lesion was pre-dilated well, first with a 3.0x15 mm and then with a 3.5x15 mm dilatation catheter. The residual stenosis was less than 40%. The 3.5x28 mm implant was placed at the lesion site and inflated to 12 atmospheres and deployed in accordance with the instructions for use. The inflation process was difficult and resistance was encountered. The delivery system balloon was deflated, but it was still stuck to the implant. The physician tried to remove it, but only by "dottering" (very fast forward and backwards movements) he was able to free the balloon from the deployed implant. The delivery system could then be easily removed from the patient. Post-dilatation was performed with a 3.5x12 mm balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The implant remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. (B)(4).